Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was tested prior to implant and the battery showed a grey bar indicator and the device reported elective replacement indicator (eri)/error. The device was not implanted. There was no patient involvement.